Manufacturer narrative:
Concomitant medical products: curos caps; 100 ml hospira bag, lot: 01-002-jt, exp jun 2020, magnesium sulfate injection; 100 ml baxter bag, lot: p387365, exp: jun 2020, 0.9% sodium chloride injection; 1000 ml baxter bag, lot: v19e081, exp nov 2020, 0.9% sodium chloride injection. The customer¿s experience of an overinfusion was not confirmed, however backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Backflow due to a faulty check valve was confirmed during functional testing of the primary IV set. A faulty check valve would allow fluid from the secondary bag to flow into the primary bag. The root cause of the customer¿s experience of an overinfusion was not definitely identified, however backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag.

Event description:
It was reported that valproate sodium 500mg in 100ml normal saline was programmed to infuse at 100ml/hr for 60 minutes in the ICU, however the infusion finished faster than expected. Although requested, there were no further details or information provided.